Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no delivery alarm and the numbers were ramp up without the user's input. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the screen was blank. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer reported that battery replacement did not resolve the keypad issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, sleep current measurement test, and active current measurement test or verify frozen display, unresponsive buttons/keypad, and ramping/scrolling numbers due to blank display. Also, received with moisture damage on the motor and force sensor.